Event description:
Grommet/setscrew intra-op problem, the set-screw for the rv pace sense lead (abbott 2088tc) was not tightened down and was removed without having to loosen the set-screw. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).